Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient perforation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced a perforation of the penile glans. A surgical procedure was performed in which the device was removed. There were no further patient complications reported.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced a perforation of the penile glans. A surgical procedure was performed in which the device was removed. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of perforation is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.